Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) resulting in inappropriate anti-tachycardia pacing (atp) was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-paced t-wave oversensing (pptwos) event was sensed by the device, leading to inappropriate anti-tachycardia pacing (atp).